Event description:
It was reported that during an unknown procedure, when the surgeon was going to change the trocar to another port, and when he was going to introduce it, the reductor loosens, and disassembled. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.